Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis to a beckman coulter field service engineer (fse) who was at the customer's site to evaluate the instrument. The customer had cleaned the leak prior to the fse's arrival and indicated that approximately 3 - 5 ml of blood leaked from the probe while being back washed. The customer was running quality control at the time of the leak. The customer stated that the leak was contained within the instrument. There was no report of exposure, injury, affect to patient results, or change to patient treatment in connection with this event. The customer currently has an exposure control or risk management plan in place at the facility.

Manufacturer narrative:
The beckman coulter field service engineer (fse) discovered a broken spring on the wash collar, and ordered parts for a return visit. The fse returned to the customer's site and repaired the wash collar to resolve the leak. Failure mode of the leak is attributed to a broken spring on the wash collar. (B)(4).